Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, upon inserting a neuron 6f select catheter (6f select) into a neuron max, the distal end of the neuron max fractured; therefore, the neuron max and 6f select were removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). Results: the neuron max was fractured approximately 92.0 cm from the hub. The neuron max had bends along its length approximately 15.0 and 54.0 cm from the hub. The neuron max was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned neuron max revealed that the distal tip was partially fractured. This type of damage typically occurs during removal of the device from its packaging. If the packaging mandrel becomes unsecured from the packaging card it may pin the neuron max distal tip between the mandrel and packaging tube. If the neuron max is subsequently retracted while pinned, the distal tip will likely fracture. Further evaluation of the returned neuron max revealed that the device had bends along its length. These bends were likely incidental to the reported issue and may have occurred from packaging of the device for return to penumbra. The 6f select identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.